Event description:
It was reported that during procedure, on uterine ligament, the device only worked for 3-4 times before these issues occurred: the knife blade could not advance, the device was difficult or impossible to open, the device became stuck on tissue, and the jaws had to be forced open. The jaws had only been cleaned once. The device was plugged into a forcetriad generator, and another ligasure device was used successfully with the same generator. No patient complications have been reported as a result of this event.

Manufacturer narrative:
D10 concomitant products: forcetriad, forcetriad force triad energy platform (serial#: (B)(6)). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Additional information: d9, g3, h3, h6 h3 evaluation summary: medtronic conducted an investigation based upon all information received. The device was available for evaluation. Visual inspection noted build up of tissue and a melted foreign material in the knife track. Functional testing found that more frequent cleaning of the jaws was recommended. The build up and melted foreign material caused the knife blade not to advance and would get stuck half way through the knife track. This can also affect the jaws and cause them to get stuck. The device's jaw opening and closing mechanism was functioning properly. It was reported that the knife blade did not advance, the device was difficult or impossible to open, the device became stuck on tissue and the jaws had to be forced open. The reported issues were confirmed. The product analysis noted evidence that the device was not used as intended. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it meets all medtronic quality specifications. The instructions included with this device provide the following guidance: keep the instrument jaws clean. Build-up of eschar may reduce the seal and/or cutting effectiveness. Wipe jaw surfaces and edges with a wet gauze pad as needed. Do not attempt to clean the instrument jaws by activating the instrument on wet gauze. Product damage may occur. Remove any embedded tissue from blade track and jaw hinge area. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.